Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00241, 3007963827-2021-00242, 0002648920-2021-00335. Medical product tibia cemented 5 degree stemmed right size c, item# 42532006402, lot# 64633204. Articular surface medial congruent (mc) right 11 mm height, item# 42522100311, lot# 64363195. All-poly patella cemented 29 mm diameter, item# 42540200029, lot# 64621846. Report source - (B)(6). Procedural related complications are influenced by the "type of surgery, patients pre-existing comorbid state, and perioperative management." Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and medical intervention was required to treat the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient developed a deep vein thrombosis one week postop. The complication resolved two weeks later. Attempts to obtain additional information have been made; however, no more information is available.